Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver would no turn on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects related to the customer complaint were found. Global receiver functional testing was performed and the reported fault could not be reproduced. A review of the receiver data log confirmed a hardware error code. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.